Event description:
Procedure type: lap gastric bypass revision. According to the reporter: orvil was placed in stomach pouch. The 21mm eea was introduced into small bowel to anastomose the gj and the anvil from the orvil would not connect to the eea (would not cover orange band on eea). Opened another eea and was able to connect and fire the stapler. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. No reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).